Event description:
Senseonics was made aware of an event where the patient complained of receiving sensor check alert. Upon escalating the issue to next level support, a sensor replacement was approved due to possible deviation in the system performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported repeated sensor check alerts immediately after a new sensor was inserted on (B)(6) 2025, and the issue persisted. Following the escalation analysis, a sensor replacement was approved, and an RMA was issued for additional investigation. However, the sensor was not returned to senseonics by the time of complain closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.